Event description:
The customer reported a fluid leak of approximately 30ml while running samples on a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer could not locate the source of the leak. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated, which was verified when the customer re-ran samples on another instrument, and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a cut in the tubing at pinch valve vl12b. Vl12b is the pinch valve from the white blood cell (wbc) bath drain to the hemoglobin (hgb) chamber. The fse replaced the tubing in pinch valve vl12b and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).